Event description:
It was reported that the patient presented for follow-up. Externalized conductors were noted via device imaging. All electrical measurements were normal. Lead was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
The lead was returned in two pieces. Externalized conductors due to internal insulation abrasions were found at 7.1cm to 10.5cm, 11.0cm to 14.0cm from the distal tip. Internal insulation abrasions was noted at 17.2cm to 17.9cm from the tip electrode. The etfe coating was intact. External insulation abrasion was found at 37.0cm to 37.5cm from the distal tip consistent with lead friction to the ICD can. The etfe coating was intact.